Event description:
During stenting of left anterior descending artery, stent could not be deployed over stenosis. Stent removal was attempted. Stent would not dislodge. With further attempts, the stent catheter broke, leaving the undeployed stent and balloon portion of the catheter in the left descending artery and into the main artery. Pt emergently transported to facility for higher level of care and cardiac surgery to retrieve stent.